Event description:
It was reported that the device had reached eri/eol, upon interrogation, the device appeared to have reached eri within 75% of expected longevity. The device was explanted and replaced. The patient was stable.